Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.